Event description:
It was reported that the femoral canal brush left particles of plastic in the femoral canal. The surgeon reported that all particles were removed by irrigation.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. Despite numerous attempts, no additional info has been received regarding the status of the pt or outcome of the procedure. If additional info is received, a follow up report will be filed.